Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6)2021, and the patient's cause of death was unknown. The device reportedly operated as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the vad coordinator, the patient passed away. The cause of death is unknown. It was reported that the device operated as intended.